Event description:
An altitude alarm was reported on the customer's pump. Reportedly, the pump was not outside the labeled altitude operating range. No specific blood glucose value was provided, but the level was reported to range between 54-500 mg/dl and was within the expected range without causing any adverse impact. Technical support instructed the customer to clean the pump's speaker holes and reconnect the cartridge, after which normal insulin delivery resumed. The alarm did not recur, and the customer received tips to prevent future altitude alarms.